Event description:
Pt reacton 6-10 minutes into treatment. Symptoms included itching, chest tightness, hives, face and tongue seemed swollen. Asthma inhaler used by pt showed some relief. Pt given benadryl. Transported to hospital. Pt is asthmatic and has several allergies. Seen in emergency and released that evening. Returned for regular dialysis treatment. Type of dialyzer changed. No further problems.